Manufacturer narrative:
Date of event was approximated as no event date was reported.

Event description:
It was reported that the device speed was unstable. A rotablator rotational atherectomy system console kit was selected for use. It was reported that rotational speed was not stable. There were no patient complications reported.

Manufacturer narrative:
Date of event was approximated as no event date was reported.

Event description:
It was reported that the device speed was unstable. A rotablator rotational atherectomy system console kit was selected for use. It was reported that rotational speed was not stable. There were no patient complications reported.

Manufacturer narrative:
Date of event was approximated as no event date was reported. Device evaluated by MFR: the console was received with a missing turbine pressure knob and the foot pedal is in good condition. The pressure gauge on the console would not read correctly the psi with air pressure activated. The pressure gauge for the test should be in the range of 85+/- 2psig, the actual reading instead was 81psig. The rpm display fails to show at 99000-101000 rpm. The rpm display is not off. The rpm diplay does not show 888,000 rpm. The most probable root cause of the failure is a defective turbine pressure control.

Event description:
It was reported that the device speed was unstable. A rotablator rotational atherectomy system console kit was selected for use. It was reported that rotational speed was not stable. There were no patient complications reported.